Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2022, the patient underwent the surgery for femoral intertrochanteric fracture with the products in question which are outsourced to the hospital. There was no interference during dry check before nail insertion. The surgeon inserted the nail without using a combination hammer. After blade insertion, the insertion handle and nail were slightly loose, so he retightened them with an onion screwdriver and replaced them with (B)(6) pfna aiming arm for static xs/small to drill the distal lateral stop. On the advice of the other surgeon, he replaced the arm with a (B)(6) pfna aiming arm 130° and was able to perform drilling without interference. The surgeon said that he had the same interference last time (without being witnessed), but when he replaced it with a (B)(6) pfna aiming arm 130°, there was no interference. The procedure was successfully completed. No further information is available. Concomitant device reported: unk - screwdrivers: trauma (part# unknown; lot# unknown; quantity: 1). This report is for one (1) iunk - nails: pfna. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. This report is for an unknown nail/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter address (B)(6). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.